Event description:
It was reported that the system was removed due to infection. No pt symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.